Manufacturer narrative:
The t:slim pump user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped delivery overnight. Tandem technical support (cts) reviewed the pump history and it was confirmed that after not interacting with the pump for 12 hours, the customer received the valid auto-off safety alarm. Cts educated the customer on the alarm and advised the customer to discuss the setting with a healthcare provider prior to modifying it. The customer's blood glucose level was not impacted.